Event description:
The following are add'l physical symptoms brought on by an "advanced medical machine" with "heavy pressure" moving rptr's muscles: 1. Muscles on either side of spinal cord "pulled," vertebrae "popped out"; spine still "popping". 2. Eye muscles swollen - eye balls changed shape. In may 1998 two doctors obtained totally different measurements for contact lenses. 3. Swollen jaws - chewing surfaces of teeth altered, x-rays on file. Cracked fillings. 4. Depressed ear drums/deviated septum - no nose spray/bronchitis with "distended chest". 5. Enlarged heart/hands cupped under. Pt went to ER on 10/3/98. Brain waves test and EKG "enlarged heart at that visit." 6. Indented head muscles/left "leader" of neck distended/skull changes shape. 7. Bladder infection/congestive heart failure/heart monitor - 911 - to medical ctr. 8. Lung problems - to hosp in 3/98. 9. Many more symptoms and "physical torture in other writings".